Event description:
Customer complains of poor image quality, customer still used unit for cases, no patient involvement.

Manufacturer narrative:
The service rep evaluated unit and could not find anything wrong with unit, had images evaluated by applications and apps said that they looked like typical 9600 images. Did find the camera borderline, ordered camera and camera was installed.